Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging does not turn on - strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (02/23/2015). The patient¿s test strips have been returned on 1/22/2015 and evaluated by lifescan product analysis on 2/10/2015 with the following findings:the test strips involved with this complaint failed testing. The returned test strips were found to be unable to turn on the meter with no assignable cause. In addition, a secondary issue was noted when the test strips were found to have scored electrodes, causing a short-error 2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.